Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure 50. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the machine was displaying above mentioned error and not working properly. The fse replaced the motor control board (d671-00-0004) new one and rectified the fault. Performed all functional and safety checks successfully. Machine was given to customer and cleared for clinical use.